Event description:
It was reported that during surgery the air supply on the device varied and at first there was no movement of the blade at all. Over a period of about 2-4 minutes of holding the trigger, the blade started to move, then increased speed until after about 5 minutes the speed seemed okay. Once it was moved towards the donor site, the pressure dropped off again and the blade stopped moving. There was a hissing noise of air from the hose when it was connected to the air supply. There was no information provided about if there was a delay in the procedure or if there was patient impact/harm. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: (B)(6). G2: united kingdom.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the machine head was damaged. The machine head was replaced and the unit was returned to service. The hose was returned to the account untested. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.